Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with the lowest reported blood glucose of 49 mg/dl and approximately one hour under 70 mg/dl; the cause was unclear and the caregiver was advised to work with a healthcare professional. Symptoms included low blood glucose. Outcomes included troubleshooting and education completed. Investigation included a review of the reported event details. Investigation of this case revealed no alerts or alarms were reported and no additional device issues were identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.